Event description:
Rep reported via a phone conversation that during an intra-operative procedure when flushing the valve when connected it leaked distally. As a result the surgeon cut the catheter because of the leakage. Still leaking, therefore the surgeon used another product to complete the case. There were no adverse consequences and not delay greater than 30 minutes. No replacement is required. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected no defects were noted. No catheters were returned with the valve. The valve was leak tested and no leaks were found. Review of the history device records confirmed the devices conformed to the specifications prior to distribution. The root cause of the problem reported by the customer could not be determined, as no leak was found. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.